Event description:
It was reported the patient's pump was flipped and there were issues using the personal therapy manager (ptm). When the ptm was used an error code for uplink issue/poor communication was received. It was reported the patient was scheduled for a revision on (B)(6) 2012, because she had been doing so well with her pump. The patient had lost weight and it was thought the pump may be flipping in the pocket. It was reported on (B)(6) 2012, the patient had lost (B)(6) due to increased activity with increased pain control. The pump would shift to the side in certain body positions. It was also reported higher residual volume than expected was found during refill. During the pocket revision it was found the pump was still sutured with all anchor points. The circumstances regarding this event were ''unique to the patient's body habitus and the folds involved in her abdominal adipose tissue.'' The pump had not flipped as was suspected pre-operatively. After the pump was repositioned there were no issues using the ptm. It was noted the patient was doing well and receiving effective therapy. The device system was used to deliver dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.